Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash beneath her breasts. The patient's physician advised the patient to remove the lifevest until the rash healed. During a follow-up the patient reported that the rash was much better.